Manufacturer narrative:
Updated: d8, d9, h3, h4, h6, h10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event was not confirmed, as the scope was not microbiologically tested by olympus and a root cause of the reported event could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." In addition, the following non-reportable malfunctions were found during the device evaluation: channel tube has a scratch, air/water cylinder is deformed, suction cylinder is deformed, scope connector case unit is deformed. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during reprocessing, the colonovideoscope tested positive on (B)(6) 2023, for <10 colony forming units (cfus) of pseudomonas spp and klebsiella pneumoniae, the suction channel was sampled. The device was sampled again on (B)(6) 2023 and found >100 cfus of pseudomonas aeruginosa, the suction channel was sampled. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation, therefore the physical device evaluation has not been completed. The device will not be sent out for additional microbiological testing. The customer provided the cleaning, disinfection, and sterilization (cds) processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer did not provide the specific steps taken during the cleaning sterilization and disinfection (cds) process. The device was last used in a procedure on (B)(6) 2023 and last reprocessed on (B)(6) 2023. The device was not used during this timeframe, once the positive culture was observed the device was quarantined, the device was reprocessed 3 times prior to the device undergoing microbiological testing, the device did not undergo additional reprocessing before the device was returned to olympus, and the device was stored in a drying cabinet. The issue was not confirmed, as the scope was not microbiologically tested by olympus. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.